Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation and discomfort. Boston scientific technical services (ts) was able to review the current data in the latitude which showed an elevated lv threshold at 4 volts and lv impedance dropped from around 900 ohms at implant to 500 ohms as of the recent checked. Both and clinician suspected that lv lead may have moved, and chest x ray will be requested. A quick threshold with vector guide was performed, however, there was no capture at 3. 0 volts in all pacing configures with vector 2. At 3.5 volts at 1.0 milli seconds found some capture. As of this time, this lv lead remains in service. No adverse patient effects were reported.